Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller alleges that the 5410low bed has become uncomfortable with the springs poking through.